Event description:
Caller reported an issue with their continuous glucose monitor (cgm), specifically encountering an error followed by a code reference. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information for resetting their pump. After completing the pump reset, the customer successfully restarted their sensor session, and the error did not reoccur.